Event description:
It was reported that a patient underwent a sling procedure with a prolapse repair. The patient experienced voiding difficulty and recurrent urinary tract infections. A small calculi was seen in the proximal urethra on cystoscopy. It was not seen on eua, but the sling was tight. The patient underwent a division of the mesh and an excision of the suburethral portion of mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Calculi occured. Urinary retention occured. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.